Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. It was noted that the capture threshold had been gradually increasing over time. The lead was found to be dislodged during the revision procedure. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.